Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported receiving a "couple shocks", and also mentioned hearing the device "playin' music", and hearing 2 beeps at times. The patient also reported that the physician indicated that no shocks were delivered. Follow-up with the clinic has yielded no further information. The device remains in use. No patient complications have been reported as a result of this event.